Event description:
A customer reported that the mobile app had frozen while attempting to load a cartridge. There was no adverse impact to the customer's blood glucose level. The customer successfully re-launched the app, and no further assistance was required.